Manufacturer narrative:
One swartz¿ braided transseptal guiding introducer, sl0¿, 63 cm length, 8.5 f was received for evaluation. The brk needle/stylet assembly was unable to be fully advanced through the returned dilator. The dilator tubing was cut lengthwise; evidence of skiving was noted along the inner wall of the dilator and a build-up of skived material was noted at the distal tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
Related manufacturer reference: 3005334138-2019-00443. This report is to advise of an event observed during analysis confirming skiving.